Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm was noted. The insulin pump was received with a cracked case at display window corners, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
The customer reported that the insulin alarmed button error and no delivery. Troubleshooting was done. Customer's blood glucose was 210 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.